Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0454563v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 22-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The patient reported that when she got a CT scan it showed ¿a lumbar nerve stimulator in her left lower back with leads terminating adjacent to l3 and l5 area in spine.¿ the patient reported that she has had at least 3-4 CT scans where the healthcare provider (hcp) was telling her she had device components in her body yet her implanting doctor told her removed everything. The patient reported that the doctor had told her that he removed just lead and left the implant. The patient reported that she couldn't get mris because of this. The patient reported that it was unclear if the hcps doing the CT scan were telling her they saw the implant and leads or just the implant as she didn't know what they meant by leads ¿terminated.¿ after more discussion, the patient then stated that the doctor told her that the entire system had been removed. The patient reported that the implant was working in the beginning but then stopped working because it wasn't stopping the pain and it started shocking her, so the lead was removed. The patient also reported having back issues. No further complications were reported.